Event description:
Reporter indicated that patient developed an infection following generator replacement surgery for end of service. The patient's ncp system was reportedly scheduled for explant due to the infection. An attempt to obtain additional information has been unsuccessful to date.